Manufacturer narrative:
Concomitant medical products: PICC line, ns flush syringe; therapy date: (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse disconnected the tubing and flushed the PICC line with saline after a chemo infusion and leaking was noted from the split septum port. No leaking had been noted prior during the 4 days the port had been in use. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak from the split septum injection port upon disconnection was not confirmed. Visual inspection did not reveal obvious damage or anomalies to the split septum injection port. Functional and pressure testing was performed; no air bubbles or leaks were observed. The root cause of a leak from the split septum injection port upon disconnection was not identified.